Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing (atp) therapy for an atrial fibrillation due to programming. The device was reprogrammed to resolve the event and the patient as stable with no consequences.